Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals, oversensing and high pacing thresholds. The patient had syncopal episode along with loss of consciousness due to lack of capture on the rv lead. Subsequently a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 impact codes (3).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals, oversensing and high pacing thresholds. The patient had syncopal episode along with loss of consciousness due to lack of capture on the rv lead. Subsequently a new rv lead was successfully implanted. No additional adverse patient effects were reported.